Event description:
It was reported that there was a shocking sensation in the neck on the patient¿s left side. Impedance testing was done and all impedance test were normal for the left side. No action was required. The deep brain stimulator helped the patient¿s depression. The patient had back issues that were causing him a great deal of pain. The back pain was causing him to be depressed. The patient was advised to follow up with psychiatrist who was treating him for depression. Patient had tingling/shocking sensation on the left side implant, extension location. It was suggested to turn the device off to help determine if the shocking was coming from the system. It was also suggested that the tingling might be related to issues other than the deep brain stimulator system. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3391s-40, lot # v159340, implanted: (B)(6) 2009, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 3391s-40, lot # v159340, implanted: (B)(6) 2009, product type lead; product ID 37612, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37612, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).